Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that following a minor head trauma (bumping heads with a friend), the patient had intermittency of sound, followed by no further sound at all. Testing the same month in late 2008, confirmed that the device has malfunctioned.